Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in undersensing were noted on the right ventricular (rv) lead. Provocative testing will be performed at the next follow-up in clinic, however, no intervention was performed at this time. The patient was stable.

Event description:
Additional information received confirmed that noise resulted in oversensing.